Manufacturer narrative:
The customer's calibration and qc were acceptable. The investigation reviewed the customer's alarm trace and there were no relevant system alarms. The investigation discovered the issue occurred within a two hour window. The field service engineer replaced the pinch valve tubing a few days after the event. The investigation determined the root cause was related to sample pre-analytics.

Manufacturer narrative:
This event occurred in (B)(6). The field service engineer replaced the pinch valve tubing. He performed qc with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable tsh elecsys cobas e 200, elecsys ft4 iii assay, and elecsys ft3 iii results for eight patients tested on a cobas 6000 e 601 module. The customer's qc was acceptable prior to patient testing. The initial results were reported outside the laboratory. The customer performed repeat testing with the samples on the same analyzer for confirmation. Refer to the attachment on the medwatch for all patient data. The customer determined the repeat results were correct based on the patients previous values and clinical inquiries. The tsh reagent lot number was 484229 with an expiration date requested but not provided. The ft4 reagent lot number was 478085 with an expiration date requested but not provided. The ft3 reagent lot number was 473372 with an expiration date requested but not provided.